Manufacturer narrative:
H.6. Investigation: twenty-five loose 10ml syringes were received (p/n 301029). The samples were visually evaluated. - all twenty five syringes were evaluated for excess silicone lubricant and print issues with none present. Since no samples displaying the excess silicone droplets or scale marking issues were received a potential root causes could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter: scale marking ¿ 1 syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter: scale marking ¿ 1 syringe.